Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced intermittent low blood glucose (bg) levels at night. Although requested, additional information regarding the events was not provided. The customer was in close contact with a healthcare provider regarding the low bg events and declined tandem technical support's offer to troubleshoot.